Manufacturer narrative:
The reported event was confirmed. An orange intermittent catheter was returned without a packaging. A sharp bump was seen on the catheter shaft. The catheter was retrieved on 20 july 2020. A crystal like material was found inside the drainage eye. As the sharp bump was found further along the shaft, it was confirmed for the material in the drainage eye, and this complaint was opened for the sharp bump. A potential root cause for "operator or machine error" was reviewed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient felt something sharp on the catheter during insertion and pulled out. No medical intervention reported. Per sample evaluation it was also found that the catheter had a sharp bump on the catheter shaft during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt something sharp on the catheter during insertion and pulled out. No medical intervention reported. Per sample evaluation it was also found that the catheter had a sharp bump on the catheter shaft during evaluation.